Event description:
Consumer was hospitalized from (B)(6)-2011. She was diagnosed with tss and spent several days in the ICU. She indicated while in the hospital lab results showed the tampon tested positive for (B)(6).

Manufacturer narrative:
Device history record could not be reviewed as the consumer disposed the carton containing lot code information. Consumer did not return unused product at the time this MDR was filed. Manufacturer has requested hospital lab results as part of the investigation. Information from this incident will be included in our product complaint and MDR trend analysis.